Event description:
The customer reported to baxter canada of an interlink i.v. Catheter extension set where the cap on the injection end of the tubing was often very loose. This incident occurred during patient use where the patient bled when the cap came off. There was no reported patient injury or medical intervention. The sample is available for evaluation.

Manufacturer narrative:
(B)(4). A sample is reported to be available but has not yet been received for evaluation. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Corrected information: additional information: a sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.